Event description:
The customer reported to olympus, the evis exera ll gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. One colony forming unit of streptomyces species and eight cfus and fifteen cfus of klebsiella pneumoniae were identified in suction, operating and water/jet channel, respectively. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is currently in process. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than two (2) colony forming units of micrococcaceae on the all channel sample and less than one (1) cfus of an unspecified microorganism. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes during pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water, auxiliary and forceps elevator wire channels. During manual cleaning, the customer uses aniosyme x3 detergent and brushes instrument/suction channel, suction cylinder, instrument channel port, and the distal end/areas around the elevator using asept inmed brushes. The scope was not manually sterilized. For automatic endoscope reprocessing, the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The endoscopes are stored in a eset sc8000 cabinet that has a drying function and olympus is the company is the maintenance company the user facility uses. The scope was not sterilized. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: due to wear of forceps elevator lever, up/down knob cannot be locked securely. Due to detachment of acoustic lens, insulation resistance value does not meet the standard value. Distal end has a burn. Distal end is deformed/ scratched. Adhesive around objective lens has wear. Adhesive on bending section rubber has wear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents." Chapter "cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.